Manufacturer narrative:
H10: neither service nor device history check could be performed since no serial number of the unit involved was provided. Heater / cooler 3t systems in use at that time in the hospital had not yet been updated with the vacuum and sealing. Despite due diligence performed, no response was received from the customer for this case and no additional information could be retrieved. A complaints database review identified no device contamination complaints received from this hospital in the year of the surgery (2016). Through follow-up communication under a previous similar infection complaint that occurred at this same customer in 2015, livanova learned that: the device was cleaned in accordance with the instructions for use valid at the time of the intervention the fan of the device was oriented away from the surgical field single-patient heated mattresses were sometimes used in the past and reportedly the instructions for use were always followed. The washing and disinfection mechanisms have always occurred in accordance with the manufacturer's instructions, as documented by the registers of the operating department. The protocols were modified in 2015, in full application of the contents of field safety notice of june 2015. They were then confirmed following the second field safety notice of november 2016. Until 2016, the water destined for the heater coolers was treated with a disinfectant indicated by the manufacturer; since 2016 a pall filter was used on the terminal dedicated to the heater coolers for filling device tanks and replaced according to the periodicity indicated by the manufacturer the sampling and testing of the water sources were not carried out at the customer site because they were not required by the regulations of the time. Reportedly the customer observed the national survey on the incidence of mycobacterium chimaera prosthetic infections associated with the use of heat coolers in cardiac surgery, the field safety notice issued by livanova and ecdc guidelines. Since october 2009 the following measures were taken: immediate adoption of the maintenance and disinfection procedure, in compliance with the manufacturer's instructions. Following the first notice, salus hospital proceeded to apply the new disinfection methods, contained in the notice itself and in the new edition of the instruction for use in addition, on (B)(6) 2015 the customer: increased the frequency of disinfections from biweekly to weekly (as indicated by livanova). Positioned the machine as far as possible from the operating field and not oriented directly towards the operating field applied daily replacement of the water in the device tanks. Despite a relationship between the device and the reported adverse event cannot be excluded, no definitive conclusion could be established.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a male patient undergoing an aortic valve replacement surgery on (B)(6) 2016 was found to be infected by mycobacterium chimaera. Heater-cooler 3t was used in this surgery.

Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in reggio emilia, italy. Detailed documentation was shared with livanova and analysis revealed the following: following the routine phase of convalescence and vascular rehabilitation, on (B)(6) 2019 patient was hospitalized in the infectious diseases department of the (B)(6) hospital in reggio emilia after episodes of night sweats associated with fever and a general physical deterioration resulting from post-operative antibiotic therapy. Discharged on (B)(6) 2019 with diagnosis of disseminated infection and aortic endocarditis from contamination with m.chimaera, hypertensive heart disease, coronary and multiple district atheromasia, penicillin allergy. On the same day, the patient was transferred to the (B)(6) hospital with a diagnosis of endocarditis on aortic bio-prosthesis. On (B)(6) 2019 patient underwent replacement surgery of aortic bio-prosthesis valve with a new biological one. Discharged on (B)(6) 2019, he was transferred to the (B)(6) hospital for post-operative rehabilitation. He was discharged on (B)(6) 2019 with following diagnosis: cardiological rehabilitation cycle following redo aortic valve replacement surgery for endocarditis from m. Chimaera. Persistent atrial fibrillation. Since that date, the patient has regularly undergone weekly checks by the infectious diseases department of (B)(6) hospital with home service. The patient is not autonomous in carrying out activities for the care of his person and requires continuous day and night assistance. On (B)(6) 2019, the national social insurance agency (inps) assigned a 100% serious disability to patient. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.